Event description:
A doctor contacted baxter (B)(6) regarding a home choice (hc) device that was not working properly. The doctor reported that the home patient (hp) came into the hospital and she claimed because she felt a sense of fullness, overfill. The doctor checked the data of the card and saw that the machine administered a volume bigger that the one set up: from the cycle number 4 (the therapy had a total number of 9 cycles) the machine administered around half a liter more than the volume set up. There was patient involvement, but no consequences were reported for the patient.

Manufacturer narrative:
(B)(4). Evaluation summary: this condition was not confirmed and the root cause could not be determined. The device was returned for evaluation. A visual inspection of device didn't show any issues. All product specifications were met. A device history review was performed without any issues noted. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.